Event description:
On (B)(6) 2012, a physician reported that diagnostics for this vns patient indicated high impedance. The physician stated that today was his first appointment with this patient. The patient's device was interrogated, and the settings were provided. It was stated that the pulsewidth was 250 usec and not 500 usec because the patient could not tolerate the higher pulsewidth due to painful stimulation at the electrode site. At the patient's current settings, the patient did not experience painful stimulation. The physician stated that he ran normal mode and system diagnostics on this date. Both diagnostics indicated high impedance. The physician stated that the patient did not feel a change in stimulation; therefore, he was unsure if he was going to program the device off as the patient was doing very well. The physician stated that the patient saw a chiropractor about six months ago. The chiropractor was manipulating her neck, but as far as the patient knows, the chiropractor did not manipulate the device or press it in anyway. The physician stated that the patient's previous psychiatrist likely interrogated the device after the event but probably did not run diagnostics. The physician was uncertain about the relationship between the patient's chiropractic experience and the high impedance. The physician stated that x-rays would be ordered and sent to the manufacturer for review. On (B)(6) 2012, the patient provided her programming and diagnostic history and requested a battery life calculation. Correspondence with the physician for a copy of his flashcard is underway. On (B)(6) 2012, follow up with the physician revealed the following information. The patient is doing very well with the exception of some shortness of breath. He stated that this was not a significant event. The patient did not notice a change in stimulation since the high impedance event. The physician believes the patient's device was last interrogated two to three years ago. When asked about the painful stimulation, the physician stated that the patient was not currently experiencing painful stimulation. On (B)(6) 2012, ap and lateral images were provided for the neck and chest. The lead connector pin appeared to be completely inserted into the generator connector block, and the generator feed-through wires appeared to be intact. The lead wires at the connector pin appear to be intact. A portion of the lead body is behind the generator; therefore, as the entire lead could not be assessed, continuity in the obstructed portion of the lead cannot be confirmed. No obvious lead discontinuities were visible. Attempts for additional information are underway. Replacement surgery is likely but has not occurred to date.

Event description:
Additional information was attained that the patient has yet to undergo full revision surgery and the surgeon that they would have been going to has retired. At this time a new surgeon has not been located for the patient.

Event description:
Additional information received revealed that the patient had both the generator and lead were explanted and replaced.

Event description:
Additional information received revealed that the explanted lead and generator will not be returned for analysis, as they were destroyed by the explanting facility per the hospital's protocol.

Event description:
On (B)(6) 2012, programming history from the physician's flashcard was received with history from one date: (B)(6) 2012. A battery life calculation was performed with results of 5.78 years to eri = yes. Follow up was conducted with the physician on (B)(6) 2012. The physician stated that the patient and physician have decided to leave the device programmed on, and no other interventions would be taken at this time. Surgery may still occur but has not taken place to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer. No gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received the patient found a new surgeon and is presuming surgery. Surgery is likely but has not occurred to date. The patient had her generator turned off as she felt her symptoms have been getting worse. Diagnostics still indicated high impedance.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013, additional information was received indicating that the patient was reporting that she was feeling a "humming" in her vocal cords when she lays down. The event began two months prior, and the patient stated that it was positional. The frequency increased when the patient is lying down, but it is not noticed when standing up. The event is occurring with stimulation. Diagnostics still indicated high impedance.